Event description:
Clinic notes dated (B)(6), 2013 note that the patient had four seizures in the last month. One of the seizures had a one minute duration and the other three were in the two minute range. These seizures have changed in character, per the notes. Now, the patient does not do any generalized convulsion or jerking. He just slumps over and is "out of it" for a few minutes and this is back to normal. The patient's vns was adjusted during the visit to the following settings: 2 milliamps at 30 hz frequency, 250 microseconds, on for 7 seconds every 0.3 minutes. Magnet strength was 2.25 milliamps with 60 second on time and 250 microsecond pulse width. Clinic notes dated (B)(6), 2013 state that the patient's caregiver provided the physician a seizure calendar which indicates the patient is experiencing an increased frequency of seizures. One occurred on (B)(6), 2013. The patient was at a store and had a seizure where he had a drop attack, fell to the ground, atonic. This lasted for a minute or two and the patient had to be carried out. The patient slept the rest of the day. The patient is having increased frequency of seizures of various types and has lennox-gastaut. Due to the increased seizures, the physician states in the notes that he will try him on onfi and that onfi may work well for the patient's drop attacks and lennox-gastaut. Notes dated (B)(6), 2013 indicate the patient has multiple seizure types, likely from lennox-gastaut from perinatal injury. The patient has been doing well with three seizures in (B)(6), all of which were relatively minimal and short in duration. It was stated that the vns was working and the patient was tolerating his settings. The patient plans to continue his medication. An attempt has been made for additional information; however, it has been unsuccessful. No additional information has been provided.